Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys estradiol iii assay results for qc material and an unknown number of patient samples. Data was provided for one patient sample as an example. The customer used cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was approximately 1200 pg/ml. This result was reported outside of the laboratory. Because the result for this patient the night before was "in the 2000's", the customer repeated the same sample and the result was 3000 pg/ml with a data flag. The customer repeated the sample again and the result was approximately 800 pg/ml-850 pg/ml. The customer repeated the sample using a new lot of reagent (2527870) and the result was 1763 pg/ml. This result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The field service representative could not find a cause. All system checks passed without errors.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the initial testing was performed with a 1:5 dilution. This dilution was not valid as per product labeling, the recommended ratio is 1:10. Also, the result of the diluted sample prior to calculation must be >240 pg/ml. An issue with the diluent material such as exceeded stability or contamination was possible. Other possible causes include instrument, calibrator, and reagent issues.